Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had under delivery of the insulin from the pump. Customer¿s blood glucose value was 300mg/dl. Customer reported that they had a back-up plan available. Customer was assisted with performing displacement test and resulted in no reservoir detected. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. Insulin pump will not be returned for analysis.